Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, there was a wire broken and sticking out of the scissor head at the end of the case of the small grasping retractor instrument. When and how the break occurred is unknown, but it was not broken when removed from the patient for its last use. The procedure was completed with no reported injury.